Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l2 - l5 pedicle screw placement, tlif in a patient diagnosed with lumbosacral plexopathy. It was reported that the set screw broke before final tightening due to which another set screw was used to secure the rod and complete the surgery. Event occurred due to defective product. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: part # 7540020, lot # h5990387 visual and optical inspection confirmed the threads and bottom node of the screw show wear from the seating and tightening of the rod. Optical inspection revealed thread crest flank damage. The damage to the screw threads is consistent with overload/misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.